Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. However, the customer stated there was no deviation from instructions for use in reprocessing steps for the area that foreign material remained. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the bowden cables can't adjust on the colonovideoscope. There were no reports of patient harm due to the reported event. The device was returned for evaluation. During the device evaluation, foreign material was found in the connecting tube and the adhesive on the bending section cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomena identified in b5, the following phenomena were also identified during the device evaluation: the air/water cylinder had no color; the suction cylinder had no color; the scope connector cover unit was dirty due to water leakage; the label on the suction connector was peeled; the insulation resistance was out of the standard value due to a scratch on the plastic distal end cover; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the objective lens had a crack; the light guide lens had a crack; and the universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.